Manufacturer narrative:
The device (part#mcen97) was evaluated and indicated that one of the jaws was broken. Observation of the rupture area did not reveal any material, corrosion, or manufacturing defect. The break was probably sudden. From observation of the rupture area, the break very likely occurred suddenly after a shock or fall during use or reprocessing. (B)(4). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted in resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. (B)(4).

Event description:
The device (part#mcen97) was returned to mxi service and repair.